Manufacturer narrative:
Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. There is no 510(k) for this device as it is eua. (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test a false negative result occurred. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that customers veritor at home kit was not responsive. Problem description: ¿finance was positive covid but this one said negative. Inaccurate results.¿ date of event or issue: (B)(6) 2021.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test a false negative result occurred. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that customers veritor at home kit was not responsive . ¿ problem description: ¿finance was positive covid but this one said negative . Inaccurate results.¿ ¿ date of event or issue (B)(6) 2021.

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer was positive but¿ the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿said negative¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Manufacturer narrative:
Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. There is no 510(k) for this device as it is eua. (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test a false negative result occurred. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: it was reported that customers veritor at home kit was not responsive. Problem description: ¿finance was positive covid but this one said negative. Inaccurate results.¿ date of event or issue: (B)(6) 2021.